Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to clinic for lvad implant, a significant drop in battery voltage was observed post-procedure. It was not likely that electrocautery was used right over the device. Review of session records showed drop in battery voltage with no increase in associated current drain. Device monitoring was recommended. During device check two days later, battery voltage was normal. Earlier battery voltage measurement post-lvad implant procedure was considered false. Device monitoring through normal follow-ups was recommended.